Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 8865196 and two image files were returned and analyzed. The first image showed a mapping catheter shaft kink at the lemo connector. The second image showed signal noise at electrodes six and seven. Visual inspection of the loop segment area showed it was intact with no apparent issues or damage. Visual inspection of the pebax tubing area showed it was intact with no apparent issues or damage. Visual inspection of the electrode showed it was intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was kinked at the lemo connector. Visual inspection of the introducer showed it was intact with no apparent issues or damage. Visual inspection of the lemo connector showed it was intact with no apparent issues or damage. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode continuity and impedance to the cable were normal. In conclusion, the reported issue of a mapping catheter kink/twist was confirmed during testing. The mapping catheter failed the returned product inspection due to a kink/twist observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the proximal end of the mapping catheter was bent and broken, leading to signal issues. Multiple attempts were made to restore the device with no resolution. The mapping catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.